Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that when attempting to disconnect the intravenous (IV) tubing from the peripherally inserted central catheter (PICC) line the end of the IV tubing snapped off inside the connector port of the PICC. Registered nurse (rn) from interventional radiology was called to the floor and was able to remove the piece that was stuck. There was patient involvement but no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. F2: medsun medwatch mandatory reporting uf/importer report # 3901330000-2022-8047.